Event description:
It was reported that the patient received a shock for a detected episode of ventricular tachycardia (vt), however, the episode appears to be supra-ventricular tachycardia (svt) and it was questioned if the device should have withheld the therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed no anomalies.